Event description:
It was reported the patient experienced stimulation in the wrong location. They only felt stimulation in their hip/leg, despite being reprogrammed and they never had therapeutic effect. X-rays were also taken. As a result of the issues, the patient had a lead revision and a new lead was implanted on their right side on the date of this report. Following the revision, the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# concomitant, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).